Event description:
It was reported that when using the bd pyxis¿ es server was not updating any data to the pyxis machines, causing a significant patient care issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the station and server and ran a cast patient. The server reported that the patient had no issues during the transfer; however, the patient remained stuck in the old unit on the station. A full sync was performed, which resolved the issue successfully. The system functioned as intended after the technical support specialist troubleshot the device.